Event description:
It was reported that the pump's motor was not running. No patient injury was reported.

Manufacturer narrative:
The device history record (DHR) review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the right case was broken at screw attachment. A review of the event history log identified motor not running. During functional testing using the occlusion test, the reported issue of motor not running was duplicated. The root cause of the problem was caused by the customer's incorrect assembly of the device. Re-gauged the leadscrew nut to the correct specifications, replaced motor assembly, worm gear, leadscrew and clutch halves for preventive. UDI was unknown. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4).